Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
...Orted that a hair was discovered in the inner sterile packaging of the articular surface implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned articular surface identified the presence of the black foreign fiber on the device. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Investigation by the manufacturing site identified that current controls are in place to prevent foreign debris from being sealed inside the package, including using an air gun to blow off the device and multiple visual inspections throughout the package process. Awareness was executed to the packaging operators to disseminate the nonconformity and the investigation findings. As the product was returned with the cavity opened, it could not be confirmed if the hair was sealed in the package or introduced after opening. A definitive root cause cannot be determined with the information provided.